Manufacturer narrative:
The reported condition is attributed to a failure of the support arm. This condition was identified by the manufacturer in 1995 and corrective actions were instituted at that time. The device cited in this report is involved in recall z-1009/1101-5.

Event description:
Xray scissor arm did not break off. Screws broke when being tightened (at first knuckle).